Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection a capacitor was found to be damaged. The main board was assembled into a golden unit. The device was powered on with known good batteries and the device displayed low battery. The device was powered off and on and the device displayed error code and led failure indicating ¿battery voltage self-test failure ¿ high¿. When checked with an infrared camera, overheating was observed on some components of the main board. A capacitor was replaced and the device was powered on and no error was observed. Upon functional test ran on tester the device passed all the tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) displayed an error code. However, it was determined at analysis that the epg was failed in incoming functional test due to defective printed circuit board (pcb) assembly. Battery had low voltage. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.